Event description:
The report received indicated that a pt was taken to the ER for myocardial infarction, and coronary angiogram revealed a thrombus and a stent fracture 22 months after implantation of two cypher stent. The target lesion involved the proximal and mid left anterior descending coronary arteries described as 3.3x50mm long, de novo, concentric, chronic total occlusion with a type c classification. Pre dilatation was conducted with a 2.5x23mm unk balloon at 12 atms for 40 secs and cypher was implanted at 18 atms for 40 sec. Anothe cypher was implanted at 20 atms 40 secs proximal to the first implanted stent overlapping it. Post dilatation was not conducted and residual stenosis was zero. Timi flow prior to the procedure was zero and it was iii after the procedure. Twenty-two months later, the pt was taken to the ER for acute myocardial infarction and coronary angiogram showed a thrombus in the cypher and a thrombus was also noted in the overlapping portion. The thrombus was treated by aspiration and the stent fracture was treated by implantation of a liberte bare metal stent. According to the physician, the thrombotic event may have been due to under-dilation of the stent ant due to chronic total occlusion and also because of the stent fracture.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2007-02449 and 9616099-2007-02450. Also note that the four possible lot numbers were reported for this product. Device codes represents under-dilated stent. Additional information will be submitted within thirty days upon receipt.